Event description:
Epidural catheter placed in 2007 by anesthesiologist for post-operative pain management. Insertion uneventful. One week later, physician attempted to discontinue catheter, met resistance when pulling catheter out and catheter broke off at level of skin. It was decided to leave catheter remains in because there were no neurologic or dysesthetic problems.